Event description:
A radial jaw needle was used for a diagnostic bronchial fibroscopy. During the procedure, the jaw of the biopsy would not close. The fiberscope was retrieved, then reintroduced with a new jaw to complete the procedure.